Manufacturer narrative:
The pump was not returned to animas. The animas customer support representative reviewed occlusion alarms with the pt and possible causes including bent cannulas. She reviewed the pump history and how to look up bolus doses. The pt switched to a physician who does not write animas pump prescriptions from a physician who wrote animas pump prescriptions. The new physician reportedly said the training was substandard. The animas representative offered to further educate the pt on pump use as the pt stated the reason for her issues when using the product was due to a lack of education. The pt however, refused further training and refused to return the pump.

Event description:
The pt stated that she has had many issues while on pump therapy including a hospitalization on (B)(6) 2010 with a blood glucose level of 458 mg/dl. She said she was wearing the pump when admitted to the ICU and experienced nausea, vomiting, and a burning sensation from the waist up. The pt was reportedly taken off the pump and place on the IV insulin drip. She was released from the hospital on (B)(6) and restarted pump therapy but reports multiple occlusion alarms and bent cannulas since that time. She is not sure whether a bent cannula could have contributed to the hospitalization and stated that the pump did not alarm when the cannula was bent. She also said that her training from the doctor's office was inadequate and she did not even receive a user guide. She reportedly has since switched to another endocrinologist. She also thought that the pump did not have history to refer to in order to see the times bolus doses were administered.